Manufacturer narrative:
(B)(4).

Event description:
It was reported that the continuous glucose monitor (cgm) display was showing no data. The patient stated that she had inserted a new sensor around 8:00pm and she got some readings. Then the display kept saying no data, until she had a hypoglycemic event during the night (no symptoms provided). She was taken to the emergency room via ambulance. No information was provided about treatment in the ambulance or the ER. At the time of the report the patient was stable. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.